Event description:
Event description guidant received information that upon testing the defibrillation lead (rv) and left ventricular (lv) lead, the measurements were greater than 3000 ohms in the rv and greater than 2000 ohms in the lv in extended bipolar. However, normal impedance was measured in true bipolar mode.